Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2022 and suture was used. On the evening of the 6th day, after the procedure, the doctor checked that there was exudation in the incision and some of the suture was not absorbed. The patient had wound secretion. The doctor, immediately, changed the dressing, eliminated inflammation, and cut the suture for improvement. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. (B)(4). To date, it has been reported that the device will not be returned. If the device or further details are received as a later date, a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the alleged deficiency of the suture? Did the surgeon expect that the vicryl plus suture would be absorbed at 6 days following the vaginal delivery? Was there any re-suturing required? How was inflammation eliminated? Was medication prescribed for the inflammation? Was any other medical or surgical intervention required? Current condition of the patient?